Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement (s) dated 13nov2024 in the b.5. Field. No further follow-up is planned. Lss analysis summary: a family member of a male patient reported that the patient's humapen ergo ii could not be pressed properly. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use.

Event description:
Lilly case ID: (B)(6). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp) to report an adverse event and a product complaint (pc), concerned a male patient of an unknown age and origin. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) injection (humalog) from a cartridge via a reusable device (humapen ergo ii), at an unknown dose and frequency, via unknown route for unknown indication, beginning on an unknown date. On an unspecified date, while on insulin lispro therapy, his pen had problem as it was not pressing properly as while lowering it, but it started to rise. He had a high sugar level which was 1590 (no units, values and references range provided) (lot number: unknown/pc number: (B)(4)). The event of blood sugar increased was considered as serious by the company due to medically significant reason. Information regarding corrective treatment and outcome of the event was not provided. Status of insulin lispro therapy was unknown. The operator of huma pen ergo ii was patient and his training status was not provided. The general and suspect humapen ergo ii device duration of use was not reported. The status of the suspect device and its return was not possible. The reporting consumer did not provide the relatedness assessment with event to insulin lispro drug and with suspect humapen ergo ii device. Edit 07-nov-2024: upon review of information received on 21-oct-2024, update the occupation of reporter in general tab. Update 08-nov-2024: information was received from the responsible complaint person (rcp) on 07-nov-2024 regarding thr product complaint number (B)(4). Pc processed accordingly. No medically significant information was received and no other changes were made to the case. Update 13nov2024: additional information received on 11nov2024 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome. Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting. Corresponding fields and narrative updated accordingly.